Event description:
It was reported that a spectrum infusion pump had a constant close door alarm when the door was closed. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported would not recognize a closed door as a door not fully latched alarm. The alarm was caused by excessive force needed to close the door. The door hooks and latch pins were replaced to correct this condition.